Event description:
The customer stated the cell-dyn sapphire analyzer probe did not return to home position and was stuck inside the vent head assembly and the probe needle was bent. The customer was asked to shut down the analyzer, replace the probe and vent head assembly and cycle the power to the analyzer. The customer was able to remove the bent probe however, the vent head assembly was stuck over the dilution cup and the new probe would not go through the vent needle. The customer was able to force the vent needle off it's assembly and replace probe and vent needle. The customer continued to observe intermittent probe errors, especially in the closed mode. The customer noted a "used" probe was installed as a replacement, therefore a new probe and vent head assembly was sent to the customer. The customer stated the analyzer was performing per labeling after replacement of the probe and vent head assembly. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.